Event description:
It was reported that prior to implant the pt's tremors were interfering with his ability to work as a music director and organist. He was requiring significant amounts of alcohol in order to control his tremors and the alcohol was a problem for him. In late 2007, it was noted that the pt had returned 3 days after his last visit for follow-up of essential tremor. His last adjustments to the dbs devices were not satisfactory. By the next day, when he tried to write, he was having writing difficultly, his walking was not good, and his speech was slurred. He had some tenseness in his fingers at times when was playing keyboards. During impedance checks, the impedance on electrode 3 was greater than 4000 ohms. Reprogramming was done and the pt was satisfied with the decrease in symptoms, although they were not completely gone. In early 2008, the pt was having difficulty controlling his hands on the keyboards such that he was unable to play. He had increased tremor and decreased dexterity. He was not drinking alcohol lately and did not want to go back to it for control of the tremor. He tried taking primidone without benefit and stopped it. Impedance readings on electrode 3 were greater than 4000 ohms. Reprogramming was done. The pt was able to play scales on the keyboard more fluidly. He still had significant postural tremor, but was overall improved. On the following month, the pt came in with the stimulator off. He was concerned because he had to take a cut in pay from work because of his difficulty with using the keyboard. He had a very mild voice tremor, a mild wing-beating tremor (left greater than right), and he could not drink water. Reprogramming was done; the pt was pleased; the pt's symptoms improved, but were not completely gone. On the next month, the pt was still having suboptimal control of his tremors such that he had to stop playing the organ. He had transient benefit from the previous reprogramming, but he stated that by the time he went home, he was not having benefit from the adjustments. He tried to increase and decrease the dbs power, but without noticing any benefit when he turned the device on and off. The impedance measurement on electrode 3 was greater than 4000 ohms. The pt was being scheduled for an MRI to check lead placement. The pt outcome was reported as "non-serious injury/illness".